Event description:
It was reported to vyaire medical that ventilator inoperable, motor fault, low peak inspiratory pressure, low minute ventilation and high rate alarms occurred during use on a patient on the vela ventilator. The customer reported the patient was put on a different ventilator. The customer confirmed there was no patient harm associated with the reported event.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore; root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.